Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient was unable to recall the date/time that the alleged issue began. The patient reportedly tested on the subject meter and received a reading of '146mg/dl' which she felt was high as compared to her feeling and normal readings. The patient reportedly manages her diabetes with oral medication (unknown type) along with diet and exercise. The patient stated she did not make any changes to her usual diabetes management routine when she got the alleged high result. On an unknown date and time after the alleged issue began, the patient reportedly developed symptoms of "bad vision and was shaking." It is unknown how much time passed between the alleged issue and the start of her symptoms. Also on an unknown date and time, the patient reportedly went for a doctor's visit but denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.